Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found no cosmetic damages. Investigation found that the keypad cover was intact and all of the keypad buttons responded properly. Removal of the keypad cover did not find contamination under any of the button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the reported button issue, the battery compartment was found to have a crack extending from the finger pad to the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad button was sticking and canceling the bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.